Event description:
Right tmj surgery to anchor the disc to the bone with a juggerknot bone anchor. Disc was out of position within 8 weeks after surgery. Intense, nightmarish pain for several weeks after the surgery and continuing almost 16 weeks post op. Difficulty moving the jaw, shortness of breath, and pain in the jaw and neck.